Manufacturer narrative:
Product event summary: the full lead was returned for analysis. There was an observation with the mcrd (monolithic controlled release device) that contains the steroid. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The helix would not extend for placement. After several attempts, it remained blocked. Later during the procedure it was noted that the helix had extended without operator input. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.